Event description:
A malfunction was reported with a displayed error code, but there were no notable events preceding it. There was no adverse impact to the customer's blood glucose level. The issue was resolved after technical support provided instructions for resetting the pump, which the customer successfully followed, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.